Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an increase in corneal haze following photo refractive keratectomy (prk). The site uses the standard topical steroid, non steroidal, antibiotic drops, artificial tears and bandage contact lens following treatment. The reporter indicates there is nothing unusual and the patients continue to develop the haze after treatment. Additional information received; this patient underwent phototherapeutic keratectomy to the left eye ten months following the original prk treatment. The patient has a confluent haze without superficial punctate keratitis or epithelia defect following the treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause can not be determined. (B)(4).